Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt visited hospital for annual eval, during which in situ testing of the concerned device showed 6 electrode channels with status hi and other 4 with status sc. A trauma is not known.

Manufacturer narrative:
Conclusion: damage to the active electrode was found under the silicone overmold, as might be caused by an external mechanical impact, and was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient visited hospital for annual evaluation, during which in-situ testing of the concerned device showed 6 electrode channels with status hi and other 4 with status sc. A trauma is not known.